Event description:
Per complaint (B)(4), the internal hex of a dental implant stripped during initial placement. The implant was backed out and replaced with a different implant. The procedure was completed within the same visit. No adverse patient consequences were reported.